Event description:
On (B)(6) 2019, patient had pre-operative diagnosis of aortic stenosis (severe) and lv hypertrophy and cad (non-significant circumflex lesion). The following operation occurred on the date. Minimally invasive aortic valve replacement (xl percival pericardial ), third rib rigid fixation using titanum plates and screws, right femoral artery primary closure using 6-0 prolene suture. On (B)(6) 2020, patient had pre-operative diagnosis of prosthetic aortic valve endocarditis, prostate abscess, multiple embolic cvas, renal septic emboli, altered mental status, s/p savr. During the procedure the following was completed. Redo sternotomy, aortic root debridement and autologous pericardial repair, mitral valve repair (debridment of the al and annulus vegetation), aortic valve replacement (xl percival pericardial), lysis of dense pericardial adhesions and epi-aortic ultrasound scanning. Per md records, patient tolerated procedure well on both dates.